Manufacturer narrative:
(B)(4). Concomitant products: femoral stem, unknown part/lot; acetabular cup, unknown part/lot; unknown taper adaptor, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient had right hip revision to address metal on metal issues. The modular head and taper were revised and a poly bearing was implanted. No delay to surgery or additional patient consequences were reported. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.